Manufacturer narrative:
Approximate age of device: 2 years, 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that log files were downloaded for interrogation on (B)(6) 2019 and it was found that the patient had multiple no external power alarms. It was noted that the patient and family denied the patient being without two sources of power at any given time. Log files also showed that the backup battery of the primary controller was used 192 times. The 7.29 pocket controller log file captured data from (B)(6) 2019 - (B)(6) 2019, ~74 days of history. Log file analysis captured a few no external power events that were associated with the mpu ac power cord coming loose from the wall outlet or the mpu power connector. It was noted that the patient should switch to a locking ac power cord if they did not have one already. Mpu total loss of external power / suspected mpu ac power cord coming loose at the mpu or ac wall outlet occurred on the following dates: (B)(6) 2019 at 6:54, (B)(6) 2019 at 15:31, and (B)(6) 2019 at 12:30. It was reported that there were no signs of the mpu ac power cord coming loose at the wall and there was no environment cause for loss of power. It was also noted that the patient did not have the v-lock connector for the a/c power cord. No additional information was provided.

Manufacturer narrative:
The no external power at the mpu dated on (B)(6) 2019 at 6:54 was incorrectly dated in the initial report. This no external power occurred on (B)(6) 2019 at 6:54. Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed. The mpu was not returned for analysis; however, a log file was submitted. The submitted data log file contained 240 events over approximately 74 days and 7 hours from (B)(6) 2019, per the timestamp. The average power and flow were 5.1 watts and 3.9 lpm, respectively. The fixed speed was set to 9,400 rpm and the low speed limit was set to 9,000 rpm. The log file captured multiple instances of loss of external power to the controller. Low battery hazards, power save mode and no external power flags active accompanied these events. The events were cleared when external power was restored. The pump support was not affected and the system was supported by the backup battery during these events. Review of the device history records found that mpu was manufactured with the v-lock ac connector. As a result the exact cause of ac power loss unable to determine. To date, the mpu associated with the event has not been returned, and the complaint file will be closed accordingly. If the device is returned at a later time, the company will re-open the complaint. No further information was provided. The manufacturer is closing the file on this event.